Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries, including alkalosis and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
Additional information has been requested in order to obtain complete details surrounding the event and this information will be submitted upon receipt accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2013-02863 and 1225714-2013-02864.

Event description:
The additional information received alleged that the patient experienced cardiac arrest.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number 1225714-2013-02864.